Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name: (B)(6). Clinical study ID: (B)(6). Clinical patient ID: (B)(6). It was reported that after a procedure using a farawave catheter and prior to discharge the patient experienced a headache that prolonged hospitalization. The patient was given paracetamol and the complication was resolved by the next day. The device is not expected to be returned for analysis.